Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient underwent magnetic resonance imaging in (B)(6) 2020. However, the correct settings for the patient's implantable cardioverter defibrillator were not utilized. The patient's device then reacted by going into backup vvi mode. The patient experienced chest tightness. The device needed to be restored on (B)(6) 2020. Patient was stable after the event.